Manufacturer narrative:
The instrument was found to have the metal grip pulley dislodged. The grip pulley was dislodged, causing it to collide with the anvil side jaw. This resulted in high friction when attempting to operate the jaws and caused the jaws to not fully close. The instrument was found to have the dual lumen silicone cover torn. The silicone was torn at the edge. There was no material found missing. The root cause is attributed to the component's susceptibility to damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the endowrist 30 curved tip stapler instrument would not close all the way. The customer tried to remove the instrument but it would not open. The user completed using a backup endowrist 30 curved tip stapler the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical inc. (Isi) performed additional evaluation of the 30 curved-tip stapler instrument. The initial findings were confirmed during detailed investigation. The instrument jaws exhibited high friction during manual opening and closing, consistent with the reported complaint. Examination revealed that the metal grip pulleys were dislodged from their intended position within the grip actuation assembly. Measurements indicated the pulleys were not fully seated against the grip pulley pin and were offset by approximately 0.0070 to 0.0085 inches from the anvil side. This displacement caused the pulleys to interfere with the anvil-side jaw during actuation, introducing mechanical obstruction and elevated friction. As a result, the jaws were stiff and difficult to move during testing. A manufacturing engineer reviewed the instrument and confirmed that the pulleys were dislodged and should normally be flush with the anvil side. The instrument distal end was disassembled from the proximal end. With the grip cables disconnected from the inputs, the jaws still exhibited increased friction and resistance. There was a small decrease in the amount of friction, which may indicate that multiple factors are contributing to the failure. No manufacturing defect was identified during this review, and the root cause of the pulley displacement remains undetermined at this time. Potential contributing factors include handling, reprocessing, or in-use loading conditions. The root cause of the dislodgement will remain attributed to the component susceptibility to damage. Additional findings included heavy corrosion on the bearings and camshaft located in the backend of the instrument. Corrosion in these components can increase friction during rotation of input shafts, further contributing to overall stiffness. Based on the evidence, it is possible that both the pulley dislodgement and backend corrosion contributed to the increased friction and stiff jaw movement observed during testing. Lastly, the dual lumen was found to be torn. The probable root cause is attributed to dislodged metal grip pulleys. This can be caused by factors include handling, reprocessing, or in-use loading conditions.

Event description:
Refer to h11 for follow-up information.